Event description:
Revision surgery - the surgeon stated the femoral component was "jump the post" of the posterior stabilized (ps) constrained tibia insert. In addition, he noted the post on the tibia insert was broken causing the patient to have instability. He removed the original 4x11 ps constrained tibia insert and revised it with a new one; resulting in improved stability.